Event description:
Lab performed psa value of 0.7 ng/ml on a post-prostatectomy pt on the dimension rxl. Sample was tested on an alternate analyzer with results of <0.1 ng/ml. There were no adverse pt consequences.